Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for premature battery depletion and the advisory on this device model. These atrial pacing and left ventricular pacing leads were explanted when they were determined to be fractured on x-ray.